Event description:
During renaissance system surgery ((B)(6) 2018, (B)(6) hospital), posterior robotic screws were placed (prone position) at l3/l4/l5. Left screw was deviated medially. Thereafter, the patient had a leg pain and a revision case was performed in order to correct the deviated issue. It was noted during the case that the l5 screws on both sides had tissue pressure which might have pushed the robotic instrumentation medially, as the exposure or the incision was not extended to accommodate the lateral angle of the screws. According to the clinical documentation, no device malfunction occurred during the surgery.